Event description:
Insulation melting occurred at the tip of the "foot-trol" during a tonsillectomy and adenoidectomy. Oxygen was in use. They were using low power, with quick zaps. There was no pt injury.